Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments. The bipolar energy issue could not be reproduced.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the bipolar energy on the integrated electrosurgical unit (iesu) was not working. No messages or errors were reported, and no errors were found in the system event logs. The customer stated that they did replace the instruments and instrument cords. The procedure was completed with no reported injury. Intuitive surgical was followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the monopolar energy was working fine but the bipolar was not burning effectively; the instrument and cord were switched and still did not provide any cauterization to tissue. The system powered on without issue initially and surgery was in progress at the time the event occurred, and the procedure was prolonged for no longer than 15 minutes. The surgeon opted to utilize monopolar energy to complete the procedure with the same esu unit.